Event description:
It was reported that after a laparoscopic sigma resection procedure, in the night after the patient reported rectal bleeding. The tissue test revealed intact for anastomotic rings. The surgeon referred that he performed the pneumatic test with good outcome. Transfusion was performed; unknown how the rest of the procedure was completed. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: could the area were the bleeding came from be identified? No. Is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? Five g of hemoglobin, yes more transfusions. ¿the tissue test revealed intact for anastomotic rings. ¿ does this refer to the so called ¿donuts¿, were they intact? Yes. During the procedure was there anything unusual noticed?no what was the quality of the tissue? Good. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? It was good..he does not remember the scale. Was buttressing material utilized? Yes, vycril 3.0 if so, which product? Was the device fired over thick tissue? Normal tissue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. The intervention was made not in laparascopy but in open surgery.